Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 , the patient underwent distal clavicle fracture osteosynthesis on clavicle fracture with the products in question. This was the first time va chp had been used at the facility. The surgery was completed after fixation with zip tight and additional fixation with va chp. However, the postoperative photographs showed that the hook did not seem to rest on the acromion, so the surgeon confirmed this again by palpation, but this was not clear, so he had to reexplore the surgical site to confirm. As a result, it was confirmed that the hook was not fully resting on the acromion, so all the implants were removed, and the re-fixation with the plate was abandoned and reinforced with a jaguar knot to finish. The surgery was completed successfully with 60 minutes surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR: part number: 04.112.820s. Lot number: 3547p15. Manufacturing site: mezzovico. Release to warehouse date: 18 jan 2023. Expiration date: 01 jan 2033. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.